Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of angina, death, occlusion, pain, dyspnea, myocardial infarction, cardiogenic shock, hypotension, embolization (mitraclip component embolization) as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: this patient had symptomatic severe degenerative mitral regurgitation that underwent the mitraclip procedure. Of note the coaptation gap of the leaflets was greater than the recommended upper limit of 1cm for mitraclip, but given the patients high risk status the physician continued with the procedure. The first clip was implanted after the patients tachycardia was managed with cardioversion since it was refractory to medication. The second clip was implanted but as the 2nd steerable guide catheter was being removed the 1st clip became a single leaflet device attachment (slda). A third clip was implanted with the end result of mr less than 1. The patient had a flail gap that measured greater than the recommended upper limit of 1.0 cm; however, the physician still wanted to move forward with the procedure. It should be noted that the mitraclip IFU states that the safety and effectiveness of the mitraclip outside of these conditions has not been established. Use outside these conditions may interfere with placement of the mitraclip device or mitral valve leaflet insertion. All available information was investigated and the reported difficulty grasping, slda and complete clip detachment appear to be related to patient morphology / pathology, procedural circumstances and user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: upon arrival at the emergency room, he was in cardiogenic shock, with bradycardia, left side shoulder pain, diaphoresis and hypotension. Was treated with 0.5 of atroine with no improvement, and taken to the cath lab. The detached clip was removed and patient was placed on an intra-aortic balloon pump. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2016, the patient presented to the emergency room with chest pain and shortness of breath due to a myocardial infarction (mi). Fluoroscopy found that two of the clips remained on the mitral valve leaflets. However, clip (51223u141) had completely detached from the leaflets and had embolized to the right coronary artery, occluding the vessel and causing an mi. The patient was transferred to another hospital and the embolized clip was successfully removed with a snare. The patient was in cardiogenic shock. On (B)(6) 2016, the patient died due to cardiogenic shock. No additional information was provided. Mitraclip system, steerable guide catheter, implanted mitraclip (x1). The other clip delivery system is filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because clip (51223u141) detached from one leaflet and remained attached to the other leaflet. Post-procedure, the clip completely detached from the leaflets and embolized, causing myocardial infarction and death. It was reported that, on (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a flail gap measuring 1.2 cm. Although the gap was greater than the recommended upper limit of 1.0 cm, the procedure was performed. The first clip delivery system (cds 51223u141) was advanced; however, due to the fast heart rate, the leaflets were moving quickly and leaflet grasping was difficult. Medication was given to slow the heart rate but was not successful. Cardioversion was performed, the heart rate was slowed for grasping, and the first clip was implanted successfully. A second clip (60107u113) was implanted, reducing the mr to 1. Five to seven minutes later, prior to removing the steerable guide catheter, the first clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda), and the second clip detached from the anterior leaflet, remaining attached to the posterior leaflet (slda). The mr returned to 4. An additional clip (51221u136) was implanted in between the slda clips for stabilization. With the three clips implanted, mr was reduced from 4+ to <1. The patient had a good outcome and was discharged the next day.